Event description:
The account alleged that when the right head siderail is plugged in bed functions run on their own. No injuries reported.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.